Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 12:303 which occurred while infusing on a patient. The pump was infusing neosynephrine on one channel while unknown medications were infusing on the other channels. Information regarding patient demographics, other medications involved and the pump's programming was requested but none was provided. The biomedical engineer stated that no patient injury was reported on this pump since the last baxter service event.